Manufacturer narrative:
(B)(4). Evaluation pending completion, follow up MDR to be provided at time of completion.

Event description:
Lead management case to extract one lead due to cied system/pocket infection. The physician extracted the 0144 guidant lead (impl. In 1999) using a 16f glidelight laser sheath. Upon removal of the laser sheath a notable drop in bp occurred. The patient was stabilized with blood, fluid and medication. Contrast injection was performed revealing a perforation of the svc. The CT surgeon opted to try and place a covered stent to repair the perforation. While the surgeon was attempting to place and deploy the stent the patient's blood pressure became unstable. Ultimately the surgeon decided to perform a sternotomy. The patient did not survive the intervention.

Manufacturer narrative:
Device evaluation: dead fibers were noted upon evaluation of this product due to a device kind distal to the bifurcate; this kink was caused during use of the device and would not have contributed to an vascular tear or perforation. There was no other damage or evidence on the device that a malfunction occurred to result in the adverse event. This is a known inherent risk of this procedure.